Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2013 from a pt. This case concerns a male pt (age unspecified) who could not go up and down the stairs and swelling of knee about 6 hours after the second synvisc injection. Medical history included previous medical device implantation with synvisc. No past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date, the pt received treatment with synvisc injection (dosage regimen, route, batch/lot and expiration date unk) in unspecified knee. On an unk date in (B)(6) 2013, the pt received second synvisc injection. About 6 hours after the second injection, the pt knee became so swollen that he could not go up and down the stairs anymore. Corrective treatment: not reported. Outcome: swelling of knee about 6 hours after second synvisc injection: not recovered/not resolved: so could not go up and down the stairs unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and the conclusion was pending for the same.